Manufacturer narrative:
G3/g4: added PMA/510k number.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system with 1 debranch bypass. The left common carotid artery to the left subclavian artery bypass was created. A gore® dryseal flex introducer sheath (22fr) was inserted into the right femoral artery, then two gore® tag® conformable thoracic stent grafts with active control system were implanted in the ascending aorta. Then, a gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the left common carotid artery via a non-gore sheath. A gore® excluder® iliac branch endoprosthesis (internal iliac component) was implanted in the brachiocephalic artery via a 12fr gore® dryseal flex introducer sheath which was inserted from the right axillary artery to the brachiocephalic artery. The gore® viabahn® endoprosthesis with heparin bioactive surface and the gore® excluder® iliac branch endoprosthesis (internal iliac component) were implanted by making a hole in the gore® tag® conformable thoracic stent graft with active control system. The left subclavian artery was embolized as planned. After the procedure on the same day, a cerebral infarction was observed. There is no information about whether any treatments were performed for the cerebral infraction. Regarding the cerebral infarction, the physician stated the thrombus might have been scattered when devices were inserted into the brachiocephalic artery because there were lots of thrombi in the ascending aorta and the brachiocephalic artery.

Manufacturer narrative:
H.6. Type of investigation code b20: the device was discarded at the site and is not available for analysis. H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.